Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection identified that the reservoir was ruptured. A microscopic inspection observed markings on the exterior surface of the reservoir near the rupture line. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume folfusor's bladder ruptured. The rupture occurred while the device was bring filled with fluorouracil. There was no patient involvement. No additional information is available.